Event description:
It was reported the patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the system was explanted.

Event description:
Additional information was received indicating the infection was treated via antibiotics flucloxacillin and has resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue and the infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.